Event description:
It was reported that stent damage occurred. A 3.50 x 24 synergy drug-eluting stent was selected for use; however, it was noted that the stent came out of the package damaged. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluation by MFR: synergy ii us mr 3.50 x 24 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was 0.0425 this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks located along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50 x 24 synergy drug-eluting stent was selected for use; however, it was noted that the stent came out of the package damaged. The procedure was completed with another of the same device.